Event description:
It was reported that the customer encountered absence of no delivery alarm. The customer's blood glucose was 160 mg/dl. Troubleshooting was performed and ensured that the insulin pump had more than 20.0 units of insulin remaining. The caller stated that the customer's blood glucose has been fluctuating; at noon the customer's blood glucose was 350 mg/dl, later, the customer derived a bolus and the blood glucose was 600 mg/dl. The infusion set was loose the night prior to the phone call and the infusion sets have been falling out. The infusion set was removed from the body and the cannula was not bent. The customer has been out of sensors because it alarmed all the time. The caller stated that the customer had been ignoring the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.